Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager kept failing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had been repeatedly failing. The customer reported that the refrigerator door had previously been misaligned and had been repaired and wanted confirmation that no further action was required for the remote manager or hardware security key. Upon arrival, the field service engineer (fse) found that all components were properly aligned, secure, and intact, with no signs of damage or disconnection. No issues were identified during the inspection. The system functioned as intended after field service engineer repaired the device.